Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 33 mmol/l at the time of the incident. Customer states the led blinked on and off. Customer stated the rf icon turned green. The insulin pump will not be returned for analysis.